Manufacturer narrative:
H6-device code: 2993 in previous MDR is corrected to 3189. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.0-2.5/089 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od). The lens was implanted; removed and replaced intra-operatively on (B)(6) 2022. A replacement lens of the same model and size lens and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).